Manufacturer narrative:
Event date: this date is an approximation .

Event description:
The patient reported that the incision site was very warm to the touch. They could feel the heat through their panties. It was noted that the site was not red. They thought this had occurred probably (B)(6) 2017 . There were no further complications reported as a result of this event. The indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.